Event description:
During atypical flutter ablation procedure with thermocool smarttouch sf catheter, the patient experienced no sinus rhythm treated with temporary pacemaker implant followed by permanent pacemaker. It was reported that during atypical flutter treated with radiofrequency (rf) ablation, there was no sinus rhythm. After the procedure, a temporary pacemaker was implanted. Additional information indicated that the physician¿s opinion on the cause of this adverse event was the patient¿s pre-exciting condition. The outcome of the adverse event was fully recovered. The patient required extended hospitalization because of permanent pacemaker placement. The procedural activated clotting time (act) during procedure was over 300. No sheath or catheters exchanged reported. No transseptal puncture site was performed during the procedure. The number of performed ablations was 36 with radiofrequency (rf) energy delivered outside the pulmonary veins. No ablations were performed within the pulmonary veins. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were time 3s, force overtime 25%, min and force 3g. No additional filter was used with the visitag. The color options used prospectively were tag index low 400 and high 550. The case was not delayed, and the delay came from need for pacemaker after procedure (60 minutes).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31748796l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).